Manufacturer narrative:
The device was not returned to edwards for evaluation, however cine images were made available for review. The provided cine revealed the following observations: the delivery system was inserted through a tortuous vessel, valve alignment was performed in a non-straight section of the aorta, valve diving occurred during valve alignment, the spring was compressed during fine adjustment, the valve was non-coaxial and not flush with the flex tip during retrieval through the sheath and the sheath and delivery system were bent during retrieval of the valve into the sheath. During balloon manufacturing, the delivery system and its components undergo multiple 100% inspections. In addition, each lot is required to undergo product verification tests using five (5) samples. All samples selected from each lot must pass the required tests. All samples from lot 60894177 passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Based on the provided cine, the complaints for ¿handle ¿ fine adjust difficulty¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were confirmed. However, due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. A DHR review, lot history review, and complaint history review revealed no indication that a manufacturing nonconformance would have contributed to the complaint events. Additionally, a review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the reported events. Furthermore, a review of IFU/training materials revealed no deficiencies. Per the cer the patient had a moderate level of tortuosity. In addition per the cer and cine, valve alignment was performed in a non-straight section of the aorta resulting in valve diving. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate thv ¿diving¿ into the flex tip. The study showed that higher valve alignment forces correlated with tortuous anatomy and valve diving. The physician training manual provides an illustration of valve diving as well as troubleshooting tips. Additionally, the spring compression seen in the cine is indicative of tension within the system which could have led to higher than normal forces and therefore fine adjust difficulties. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system, sheath, and valve during retrieval. This non-coaxiality could have then caused the crimped valve to get caught on the sheath tip or patient anatomy, making it difficult to withdraw into the sheath. Review of cine revealed that the valve was not aligned with the flex tip at all times and the sheath and delivery system were bent during retrieval of the valve into the sheath. Per the training materials, the physician should ensure the thv is centered on the flex tip during retrieval. Available information suggests that patient (tortuosity) and/or procedural (performing valve alignment at an angle) factors may have contributed to the reported complaint events. However, a definite root cause is unable to be determined. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient (tortuosity) and/or procedural (performing valve alignment at an angle) factors may have contributed to the reported complaint events. Review of complaint history revealed that the occurrence rate did not exceed the november 2017 control limit for ¿withdrawal difficulty¿ but did exceeded the november 2017 trending control limit for ¿fine adjust difficulty.¿ however, as no product non-conformances or IFU/training deficiencies were identified, neither pra nor corrective or preventative action was required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, the patient¿s vessels were extremely tortuous and it was decided to obtain the access point lower than the bifurcation. The esheath was inserted with ease and the 29mm sapien 3 valve was prepped per ifus and inserted through the esheath into the descending aorta. There was no straight section of the aorta in which to do valve alignment, therefore the alignment was done in the ¿best situation¿. As the balloon was being pulled into the valve, a ¿lot of force¿ was required and fine adjustment could not be completed. Per report,¿it appeared as though the balloon had been caught on a strut of the stent and was unable to complete valve alignment¿. Resetting of the handle was required and four attempts were made to reposition the valve within the descending aorta. As alignment could not be achieved, it was decided to bring the valve back into the esheath and remove the entire system. The esheath was on such a tortuous angle, the valve could not be advanced into it and the esheath started to split. The esheath was removed and the flex catheter was outside of the body but the valve and balloon were lodged in the iliac and could not be removed. A decision was made to cut the handle off the delivery system and thread a second esheath over the top in an attempt to insert it into the vessel and retrieve the valve. The 2nd esheath would not advance beyond the skin, so the valve remained fixed in the iliac. A 7fr volcan catheter was inserted from the left femoral artery. A 12mm vascular occlusion balloon was then inserted. The physicians performed a femoral cutdown and removed the valve, balloon, and nose cone from the patient. The vessel was then repaired with a bovine pericardial patch. The patient was noted to have left to operating room in stable condition with no leak.